Event description:
Additional information: it was reported that in the middle of (B)(6) 2012, the patient experienced lioresal underdose symptoms. A catheter investigation through the side-port clearly showed a disconnection of the catheter from the pump. A leak test was performed. The patient was placed on oral medication as they waited for a scheduled revision surgery. The pump and catheter pump segment were replaced on (B)(6) 2012. The decision for pump replacement was based on the suspicion of the pump connection part. The reason for the disconnection was not clear during the replacement surgery, so they decided to minimize the risk with the change of all involved items. The patient's symptoms resolved after the revision.

Event description:
It was reported that the patient experienced an increase in spasticity. An x-ray was performed and revealed a disconnection of the catheter pump segment from the pump connection. The disconnection occurred after a new pump segment had been exchanged ca. Four weeks ago, while the surgeon "took care for the 'click' of the connection procedure". The hcp performed a leakage test by giving pressure at the cap to the liquid. The patient underwent several revision for "different reasons; mainly connection problems with the pump". The surgeon planned reconnection and/or exchange of the pump. The drug in the pump was lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the partial catheter returned revealed a possible poor connection of the sc connector to the pump causing leak or detachment. An indent was noted in the sc connector seal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: unknown catheter: implanted: unk, explanted: unk; scconnector: model: 8578, lot# 0205322338, implanted: 2011 (B)(6), explanted:unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.